Manufacturer narrative:
On 1 december 1997, follow up with the physician revealed that they had had no contact with the pt since 18 april 1997. On 16 april 1997, the physician noted that, at that time, the necrosis was in a state of resolution but there would probably be some full thickness tissue loss.

Event description:
A physician reported a pt with a multiple treatment history was treated into a 2.5cm long glabellar crease on 3/25/97. After about 0.6cc had been injected, the physician noted blanching at the glabella which persisted; he injected a total of 0.75cc. On 3/26/97, the pt was seen with a white discoloration extending 6 mm on either side of crease and vertically 12 mm. Peripheral to the white discoloration was bruising. The physician believed the pt experienced a vascular event. The physician prescribed topical polysporin. The pt was seen on 3/29/97 and complained of heat in the glabellar area; a light eschar with surrounding erythema was noted. The physician prescribed keflex 500 mg qid for 1 week. On 3/31/97, the glabellar area was improved; there was a dark eschar at the right glabellaar crease, the erythema was improved and the pt reported less pain.